Event description:
It was reported that during surgery the t handle broke when trying to implant a subtroch lag screw, device broke outside of patient, no pieces fell inside the incision, and all the pieces were recovered. Delay under 30 min. No s+n back-up device was available, surgery was completed with a competitors device. No injury reported.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the attachment tabs fractured off the device, rendering it inoperable. The tab was not returned. The device was manufactured in 2012 and exhibits signs of extensive wear / usage. This failure mode has been previously identified. Since the manufacturing of the complaint device, design changes have been implemented to eliminate/ reduce the occurrence of this failure. This device was manufactured prior to the implementation of those changes. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The probable cause for this failure was likely an insufficient design specification. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the attachment tabs fractured off the device, rendering it inoperable. The tab was not returned. The device was manufactured in 2012 and exhibits signs of extensive wear / usage. This failure mode has been previously identified. Since the manufacturing of the complaint device, design changes have been implemented to eliminate/ reduce the occurrence of this failure. This device was manufactured prior to the implementation of those changes. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.